Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR was not completed because a device lot number was not provided. When the device was returned to mmd for investigation, the in line occluder had been broken and this did result in free flow. The cause of the damage was unclear.

Event description:
The initial reporter states that the bag sets were free flowing. They stated that they had removed the administration set from the pump but had not disconnected it from the patient and that the remaining formula was infused in "just a few seconds". Mmdg followed up with the initial reporter. They reported that the administration set had not been modified and that they didn't have a specific use time for the set but that it hadn't been more than 24 hours. They also stated that the patient had not had any adverse effects due to the complaint. [Complaint (B)(4)]

Event description:
The initial reporter states that the bag sets were free flowing. They stated that they had removed the administration set from the pump but had not disconnected it from the patient and that the remaining formula was infused in "just a few seconds". Mmdg followed up with the initial reporter. They reported that the administration set had not been modified and that they didn't have a specific use time for the set but that it hadn't been more than 24 hours. They also stated that the patient had not had any adverse effects due to the complaint. [Complaint (B)(4)]

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was not completed because a device lot number was not provided. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.